Manufacturer narrative:
The incident is still under investigation by the hospital's risk management department. The hospital is not allowing service to be performed on the table at this time - maquet was only allowed to take pictures of the damage, and no immediate indicators as to what caused or aggravated the damage to the left and right back support arms were found. Maquet was not allowed to collect the damaged parts for investigation. Maquet (B)(4) received a report about this case from FDA. Report number: mw5063216. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Customer reported that before surgery, when the operating room staff transferred the patient from the bed to the alphastar, the back plate section of the alphastar broke under the patient's weight. The patient was awake and not yet under anesthesia, so the patient was able to brace herself from falling too hard. (B)(4).

Manufacturer narrative:
Several attempts were made to get further information about the patient status and the product. No information was provided by the customer. A getinge - maquet service engineer was on site in 2016 but the customer did not allow him to make any repairs during this initial visit, nor did the customer request to schedule a follow-up visit for repair. No repair parts were purchased by the customer or delivered to the customer site. The customer's in-house biomedical engineering staff is not trained to service the alphastar table, and showed no intention to do so. Based on the complaint description, the product age and the fact that the customer did not provide further information nor the defective parts for further investigation we assume use error as root cause. Since no further information can be expected, we evaluated this case with the available information and close it. In case we receive further information from the customer we will reopen the complaint and reassess it. Maquet gmbh received a report about this case from FDA. Report number: mw5063216 manufacturer reference #: (B)(4) maquet gmbh provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Manufacturer reference #: (B)(4).